Event description:
Significant skin irritation; I have been successfully using dexcom g6 cgm for over a year, but recently been getting serious skin irritation that warrants not using the product anymore. I contacted dexcom and they confirmed that they have changed the adhesive late last year (2019). They even have recommendations on their website to alleviate or avoid the rashes I get. I do not know the long term affects of using a product that causes harsh skin sensitivity every time a patient uses the product. For me this is a new occurrence and I depend on monitoring my glucose readings especially over night to avoid emergency care or hospitalization. I started experiencing the skin rashes and itching when I used the sensors created after the adhesive change. I am under very good control and using the dexcom g6 helps me greatly but now with the itching and rashes, the product risks patients' health. I understand that the dexcom g6 is the leader in this category and this is why I use their product. Being the leader they need to address this issue for skin irritation after the recent change they made or give alternative options for adhesive. This is a well documented issue based on my internet research and the rashes occur significantly greater after the adhesive change. I have attached pictures to show an example of the rashes I get after using the product for the 10 day length that the mfg advises. I am concerned that the clinical testing of the new adhesive formulation is not acceptable for patient use or commercial distribution. The number of people using this product is growing in an almost exponential rate and the risk that the new adhesive brings to people is also growing at an extremely high rate. Please feel free to reach out for any other information or if there is anything else I can do to help you with this issue. Thank you for your time and effort, (B)(6). FDA safety report ID# (B)(4).